Manufacturer narrative:
Product evaluation: the lens was returned for evaluation. Solution is dried on the lens. No damage is observed. The lens was cleaned with lphse. Small scrape marks can be seen on the distal area of one haptic. A dimensional inspection was performed. The lens dimensions are acceptable (plan view) using an approved template. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of a handpiece that is use with a cartridge. The iol is a non-foldable lens model and is not designed to be used with any cartridge. This may have been reported in error. The root cause for the lens "not fitting in the eye" could not be determined. The lens dimensions are acceptable (plan view) using an approved template. Lens damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the doctor could not get the iol in the patient's eye. The doctor tried another iol, as well as another lens brand. The procedure was completed with no patient harm. There are two medical device reports for this event. This report is for the first lens.